Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with pacemaker had chronic atrial fibrillation (af). The device showed increased power consumption. Boston scientific technical services (ts) discussed programming options. In addition, analysis showed that the device was high rate atrial sensing at an average rate of 305 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. The device has minute ventilation (mv) on and if signal artifact monitoring (sam) was enabled which can cause an increase of power consumption. As of this time, the device remains in service. No adverse patient effects reported.